Event description:
While using a morcellator and endocath during nephrectomy procedure, the morcellator ruptured the wall of the endocath and caused a bowel injury. The pt required an emergency bowel resection.